Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a battery replacement procedure, the pt's health care provider (hcp), after drying off the leads, connected a new battery to the existing leads. Impedance tests read >10,000 ohms on all the electrodes. The hcp disconnected the leads, dried them a second time, and reconnected, with similar impedance readings of >10,000 ohms resulting. It was stated the hcp noticed "the connector block had blood and fluid inside the whole thing, not just inside the ports." It was stated the hcp suspected "some type of leak in the connector block." A different device battery was used. No pt info or outcome was provided. Additional info has been requested, a f/u report will be sent if additional info becomes available.